Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 5 when a new cartridge was loaded with 220 units of insulin the customer reloaded the same cartridge and insulin delivery was resumed. The customer's blood glucose (bg) level was in the 400s mg/dl and insulin injections were administered to address the bg level.

Manufacturer narrative:
(B)(4).